Event description:
The customer contact reported the device alarmed with a s233 (over temperature) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility as s233 (over-temperature) malfunction alarm code was noted and the fan was grinding. No add'l info was provided.

Manufacturer narrative:
The investigation is not completed. This report represents all the info known by the reporter upon query by hospira personnel.